Manufacturer narrative:
The ge representative conducted an on site investigation. The connector and socketed chip in the ccd camera were reseated. The external interface pcb was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the image quality was poor on the 9900 system. No patient injury was reported.